Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated a "communication failure" error message and shut down. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.